Manufacturer narrative:
Additional information was received for this case: the aortic dissection that led to the death was assessed by the investigation as not related to the study device or study procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: vamc4040c200te, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4), product ID: vamc4040c150te, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4), product ID: vamc4036c150te, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for an endovascular treatment of a thoracic aneurysm. It was reported that a follow up CT was completed approximately 2.5 years later. The CT revealed false lumen perfusion and distal entry tear and it was also reported that the patient would not receive treatment. It was reported that a follow up CT was completed 6 months later and revealed extension of the aortic dissection on the thoracoabdominal distal aorta and aneurismal dilatation. The physician elected to perform intervention and surgical reintervention was performed for the extension of the aortic dissection on the thoracoabdominal distal aorta and the aneurismal dilatation. It was reported that the patient expired post-op. Per the physician the cause of death was hemorrhagic shock and vasoplegia related to the procedure. No additional clinical sequelae were reported.